Manufacturer narrative:
To fix the issue the, a getinge field service engineer (fse) replaced the manifold drive. The fse performed a pm, full calibration, and tested the unit. The product passed all functional and safety testing. The unit was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp), customer called because a maintenance required code 1 alarm appeared while a patient was on therapy a few minutes prior to the call. The patient was transferred onto another pump. There was no harm to patient.